Manufacturer narrative:
The DHR review confirmed the ilet met all manufacturing specifications prior to release. The log review showed the ilet was performing to specification including alerting the patient of low glucose. The log review also indicated the libre+ sensor was triggering off-line error alerts, however, based upon the reported information, causality to this event cannot be determined. Should additional, relevant information become available, a supplemental report will be submitted.

Event description:
On (B)(6) 2025, a cds reported a patient called her stating she had a severe hypoglycemic event with a bg of 20 mg/dl. Ems was called and treated the patient at home. The cds also reported retraining the patient in-person in proper ilet use and responding to alerts. A customer care agent called the patient for more information without success.